Manufacturer narrative:
This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that there was concern that the right atrial (ra) lead was damaged during an open heart surgery. Threshold test confirmed the lead did not capture when pacing at any output although it was sensing adequately. The patient was under 1% right atrial pacing so the physician left the lead in place. Once the patient needed a therapy upgrade to a cardiac resynchronization therapy device, the ra lead was surgically abandoned and a new ra lead was implanted successfully. There were no adverse patient effects reported.

Manufacturer narrative:
Additional information was received from the field that requires this report to be submitted to update the fields: b5. Describe event or problem and h6. Impact codes

Event description:
It was reported that there was concern that the right atrial (ra) lead was damaged during an open heart surgery. Threshold test confirmed the lead did not capture when pacing at any output although it was sensing adequately. The patient was under 1% right atrial pacing so the physician left the lead in place. Once the patient needed a therapy upgrade to a cardiac resynchronization therapy device, the ra lead was surgically abandoned and a new ra lead was implanted successfully. There were no adverse patient effects reported. Additional information was later received that it is unlikely that the lead had any damage. It could possibly be micro dislodgement. The lead is still implanted and x-ray does not show any compromise to the lead conductor or insulation.